Manufacturer narrative:
Ventec performed an initial evaluation of the device but continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm and not showing any tidal volume readings on its display during use. Medical personnel attempted to troubleshoot, including changing out the patient circuit, but that did not resolve the issue. The patient was then placed on a different ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient survived the event.

Manufacturer narrative:
H6: during the device evaluation, ventec observed that it would continually reboot by itself. In this condition, the device would be inoperative. Please note, this inop condition was not reported by the customer but observed later by ventec. The device was then opened so that a visual inspection could be performed where ventec observed that the internal flow transducer (ift) cable was disconnected. Once the ift cable was reconnected, the device successfully completed the boot-up process. Ventec then proceeded with evaluating the device and observed that the lcd touchscreen was intermittently unresponsive. Ventec observed that the lcd cable had been routed incorrectly, noting that the lcd cable had trapped the ift cable between the front case lcd display and the device's blower assembly housing. The misrouted lcd cable also caused the blower housing to shift just enough to introduce a leak, and impacted the functionality of the lcd touchscreen. Ventec then replaced the lcd touchscreen assembly (which includes the lcd cable) to resolve this observed issue and ensured that all cables were properly routed internally. Ventec determined that the incorrectly routed lcd cable was also responsible for the ift cable being slightly disconnected from the ift assembly. Ventec concluded that the ift cable was (likely) already loose prior to the device being shipped to ventec and then the condition was exaggerated the to the point where it would not allow the device to properly boot when it arrived at ventec. Ventec downloaded the device's electronic records for analysis and was able to confirm that there was an alarm for "patient circuit disconnect" on the date of the event, however, ventec was unable to duplicate the alarm during testing. There was no evidence of the device having been dropped or otherwise experiencing any sort of impact that may have contributed to the reported or observed issues. Based on the information available, it's reasonable to conclude that the cause of the reported and observed issues was operator error due to the lcd cable being incorrectly routed. The incorrectly routed lcd cable caused the ift cable to become loose and eventually disconnect, as well as shifted the blower housing to the point of introducing a leak. These conditions likely contributed to the alleged "patient circuit disconnect" alarms and tidal volume output issues reported by the customer.